Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: began to feel pain and bumps and rupture.

Event description:
Patient reported "began to feel pain and bumps on the breast" and rupture. This relates to the right side. The device has been explanted.